Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 398 mg/dl, 260 mg/dl, and 109 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
A follow-up report will be submitted when additional information regarding the sample or evaluation becomes available.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.03 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
(B) (4). During a follow up call regarding holes in the lines of the set on (B) (6) 2009, the home patient (hp) stated that three weeks ago he had a hernia and has a live infection. This report is related to the holes in the lines of the set. The hernia and infection are documented in separate complaints. The hp is on antibiotics and will be on hemodialysis therapy for six weeks. Additional information obtained indicated that the nurse was not working at the clinic when the patient was diagnosed with the hernia, so she does not know if it was pre-existing condition or a new diagnosis. In (B) (6) 2009, the patient was hospitalized for hernia surgery. After hernia surgery, the patient was placed on manual exchanges with dianeal pd4 ultrabag (unknown dose) for 6 weeks to let the hernia heal. In (B) (6) 2009, the patient was discharged home. On (B) (6), 2009, the patient resumed therapy with dianeal pd4 ambuflex (8l/day). On (B) (6) 2009, the patient was hospitalized for peritonitis manifested by elevated temperature, cloudy effluent and abdominal pain. On that date a peritoneal effluent analysis and culture were performed. The nurse did not have the results of the analysis or culture. She did know that the culture grew out 2 different bacteria. Per the nurse, she knew one of bacteria was an off shoot of e. Coli and the bacteria began with the letter a. The patient's peritonitis was treated with antibiotics. On (B) (6) 2009, the patient's peritoneal dialysis (pd) catheter was removed and the patient was placed on back-up hemodialysis. The nurse does not know why the pd catheter was pulled, but assumes it was due to the fact that catheter was infected. Per the nurse, the patient did not perform pd therapy when he was admitted to the hospital. On (B) (6) 2009, the patient was discharged home and still taking antibiotics. Per the nurse, the event of peritonitis is still ongoing. The event of elevated temperature was improving, but the patient still had low grade temps. The event of hernia was resolved. Per the nurse, she feels the cause of the peritonitis was due to a break in aseptic technique and was unrelated to dianeal therapies. The events of break in aseptic technique, elevated temperature and hernia are unrelated to dianeal therapies. Batch review: a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Manufacturer narrative:
Additional information: product surveillance contacted the home patient (hp) regarding the reported condition of holes in the cassette lines. The hp stated that the samples were discarded. When the packages were opened to set up therapy, the lines seemed to have been melted together. When the hp attempted to straighten the lines, they would pull apart causing holes. The hp stated that somewhere the supplies had been exposed to too much heat. There was no patient injury or medical intervention reported. Should additional information become available during the batch review, a follow-up report will be submitted.

Event description:
A customer reported to baxter that they had ten cassettes that all had holes in the lines and leaked all over. Samples are available. There was no patient injury or medical intervention reported at that time.